Event description:
It was reported that during the implant attempt, the lead was tested initially with good measurements. Upon connecting the device, it was not possible to provide any pacing. The device was removed, and the lead was tested once more, still registering good measurements. The device was subsequently replaced with a different device, and it was possible to provide pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).